Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, in addition to leaking co2 when used for laparoscopic surgery, a piece of the trocar broke off. The surgeon was able to recover the missing piece and there was no apparent harm to the patient.